Event description:
Caller tested 3.9 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.57 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).